Manufacturer narrative:
Result: control modules removed from footboard; fowler support arm missing hardware.

Event description:
It was reported by service report that the fowler support arm on pt right side was detached and missing the hardware. It was further reported the footboard had no functionality. No pt involvement or adverse consequences were reported.